Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was advised to continue using it, with instructions to contact support again if the issue reoccurs.